Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2267 alarm during fill 4 of 5 on the homechoice machine (hc). The home patient (hp) also stated system error 2367 alarm occurred. The technical service representative (tsr) assisted the home patient (hp) to cycle power to clear the alarms. The hp stated they did not see any obvious cause of the alarm. The tsr advised the hp to discard all supplies and finish with manuals. The tsr advised the hp to contact their nurse regarding the air detect alarm and being connected. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.